Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed weak signal, followed by lost sensor alarm. The blood glucose reading was 47 mg/dl. The customer stated that she detected the low blood glucose herself, since the sensor was not doing its job. She advised that she was feeling better. She stated that she struggles with low blood glucose, not highs. She also reported a low blood glucose reading of 32 mg/dl the night prior. She stated that she does not eat much because of a recent gastric bypass surgery. She stated that she would treat with insulin, eat, and if she did not finish her food, she would have a low blood glucose event. She advised that the insulin pump was fine, declining troubleshoot for low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-89529.